Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the lead did not look as usual. The surgeon still tried to put the lead into the neurostimulator and after the surgery, the neurostimulator did not work. It occurs when the patient came back to the operating room to be implanted (after the test period) and when the surgeon tried to get the lead into the new neurostimulator. No further complications were reported/anticipated. On (B)(6) 2018, mpxr 536090.1 (for, hcp, rep): additional information received reported that the device would not be returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.